Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead and the threshold was high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant products : 6935m-55 lead, implanted (B)(6) 2014; 5076-45 lead, implanted (B)(6) 2014. (B)(4).